Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient had ventricular tachycardia, the right ventricular lead exhibited low impedance resulting in loss of high voltage output. The initial shock did not deliver. During device interrogation, the impedance readings were normal in all vectors. There was no allegation of device malfunction. Programming change was made. The patient was stable before, during and after the event.